Event description:
Clinical study. Same pt as 6000093-2007-01182, 01184, 01185. It was reported that the following coronary artery stenting procedure, the pt experienced unstable angina and target vessel reintervention (tvr). The pt presented for treatment with an acute myocardial infarction (mi). The lesion treated in the index procedure were reported in the mid right coronary artery (mid rca) and the distal right coronary artery (dist rca). The size of the lesions were not reported at this time. However, the lesions were neither tortuous or calcified. The actual placement of the stents used during the procedure are unk at this time. The stent sizes used were 3.0x8, 3.0x32, 2.25x12, and 2.50x24 (all express2 stents). The pt was discharged five days later on toprol, aspirin, plavix and iron. At 246 days after a coronary drug eluting stenting treatment procedure, the pt presented to the cardiac catheterization lab with chest pain. This was determined to be unstable angina and significant instent restenosis of the rca. The pt was admitted to the hosp. The pt was administered IV nitroglycerin and IV heparin to treat the angina. The cardiac markers were negative. The pt was scheduled for a percutaneous coronary intervention (pci) four days later. However, there was a drop in hemoglobin from 11.8 to 8.5 and noted right lower quadrant tenderness. A computed tomography (cat) scan showed retroperitoneal hematoma. The pt was transfused with one pint of blood. Plavix and heparin were discontinued. The pt was discharged four days later and will return for pci in seventeen days. In the opinion of the physician, the event was calcified as coronary artery disease, in-stent restenosis of the rca. The physician further noted that the event was possibly related to the study device. At 264 days after the index procedure, the pt underwent pci for in-stent restenosis of the distal and mid rca. The pt was discharged the next day. In the opinion of the physician, the event was possibly related to the study device.

Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device was not returned, therefore no direct prod analysis will be available. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.